Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pacing problem and caused an exit block in the right ventricle. During the explant of the device, it was found that the setscrew was tilted in the header and the right ventricular (rv) lead could be pulled out. It was also reported that the warning for rv lead bipolar and unipolar impedance was observed and increased number of the sensing integrity counter (sic) episodes. The device was explanted and replaced and rv lead remains in use. No further patient complications have been reported as a result of this event.